Event description:
One endeavor sprint rx drug-eluting stent was implanted at the proximal lcx, as treatment of the target lesion. Another endeavor sprint rx drug-eluting stent was implanted at the proximal lcx, as treatment of the target lesion. A dissection was noted, therefore, one endeavor sprint rx drug-eluting stent was implanted at the proximal lcx, overlapping, as treatment of a complication/dissection/bailout. Investigator indicated that there was a possible relationship between the event and the study device and that the pt recovered with treatment.

Manufacturer narrative:
(Secondary intervention, additional stent implanted) - eval, results: dissection.